Event description:
It was reported that the patient was put on antibiotics on (B)(6) 2020 until (B)(6) 2020. The patient underwent vacuum assisted closure therapy until (B)(6) 2020 and the patient was discharged on (B)(6) 2020. There was an outpatient visit in (B)(6) 2021 for gaping and purulent secreting driveline exit site. The patient went through frequent dressing changes (3 times per week) and local cortisone treatment.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2020 due to worsening of driveline exit site. The patient was treated with wound debridement through vacuum dressing, and relocation of percutaneous cable.